Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that, although, they had cleaned the jaws regularly, the device was sticking to tissue. Bleeding of under 200 cc occurred when the device was removed from tissue. Another device was used to complete the procedure. There was no pt injury.